Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no damage or debris observed in the cartridge compartment. There were no errors, alarms or warnings related to the compliant observed in the pump history. The battery voltages in the black box were within normal specifications. The pump¿s current draws all measured within specification and there was no overheating duplicated during testing. The pump cover was removed and no evidence of internal moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.